Event description:
It was reported to boston scientific that while taking a pulmonary biopsy the radial jaw 3 biopsy forceps fell apart inside the scope and was removed without pt complications. The procedure was completed with another forceps.